Event description:
It was reported that customer received an occlusion alarm. Customer's blood glucose level was 450-451 mg/dl. Reportedly, customer gave themselves a correction bolus and changed the infusion set and cartridge to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.